Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2026).

Event description:
It was reported that during an ultrasound-guided kidney biopsy procedure through normal density tissue, the outer cutting canula of the device allegedly did not fire. No coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.